Event description:
A physician reported that during intraocular lens implantation surgery, the lens was chipped on the md peripheral central rings and the physician couldn't insert the lens with a 2.2 incision and it felt stuck in the company injector. So, they removed and noticed that the lens was chipped. The procedure was completed on the same day with unspecified replacement lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Provided photo shows an iol sitting on the lens case base, outside of the well. The reported damage to the lens cannot be confirmed from the returned photo. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and damage was observed to the iol (intraocular lens). No cartridge was returned. Iol returned posterior surface up instead of anterior surface up in the iol case. Substantial amount of solution is dried on the iol. The reported chip cannot be confirmed due to the condition of the sample. The sample was cleaned for further evaluation. There are a few deep scratches and fractures in the optic, which could be interpreted as the reported chip. There are marks on the haptics. The iol met specifications when dimensionally measured for edge thickness and plan view. Provided photo shows an iol sitting on the lens case lid. The reported damage to the lens cannot be confirmed from the returned photo due to the quality of the photo. We are unable to determine the root cause for the reported complaint lens stuck in the injector and it was chipped. There are a few deep scratches and fractures in the optic, which could be interpreted as the reported chip. The reported damage was observed when the iol was removed from the cartridge. No cartridge was returned; due to this, we are unable to complete a thorough investigation to determine a root cause. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. The iol met specifications when dimensionally measured for edge thickness and plan view. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Provided photo shows an iol (intraocular lens) sitting on the lens case lid. The reported damage to the lens cannot be confirmed from the returned photo due to the quality of the photo. We cannot confirm the reported event based on the returned photo and without the evaluation of the physical product. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).